Event description:
A review of service data has detected a reportable event. Upon servicing of charger sn (B)(4) which was returned for normal maintenance, the charger's power brick connector was defective and was unable to power the charger. The last patient to use this charger did not report any problems.

Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn (B)(4) has been completed. Upon receipt, the power supply connector pins were recessed resulting in an inability to connect to the charger. The root cause for the recessed pins cannot positively determine, but is likely excessive force. No adverse event occurred due to the defective power brick connector. The last patient to use this charger/modem did not report any problems.